Event description:
During the direct-stetning procedure the mini vision stent could not be deployed due to a hole in the balloon. This resulted in air from the catheter causing an air-embolism in the pt. The pt was successfully resuscitated. The lesion was treated with another stent.